Manufacturer narrative:
The unit was received with a cracked case at the display window corners, cracked battery tube threads, and a minor scratched display window.

Event description:
The customer called to report that she was checking her blood glucose reading and discovered small cracks around the screen on the case. The customer's blood glucose reading at the time of event was 125 mg/dl, but was 409 mg/dl during the call. The customer did not know how the damage occurred. The customer was advised to discontinue the device, and revert to a back-up plan. The customer was advised that the device would be replaced and to return her device back for analysis.